Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: gel leak.

Event description:
Regulatory agent reports on behalf of healthcare professional silicone perspiration on the left side with change of device color, capsular contracture baker grade I. Device has been explanted.